Event description:
The event occurred on an unspecified date and involved an unspecified 6 port manifold. The report states that the 6 port manifold was cracking when b2148 (60" smallbore ext set w/clamp, luer lock) was attached to it. Additionally, it was reported that b2148 should be within the allowed dimensions, so it seemed that the connector must be weakened. The event occurred during infusion. The tubing was replaced and therapy was resumed. The medication also replaced. They had switched to 3 port set up. There was patient involvement and no human harm reported.

Manufacturer narrative:
Received: one used. List #unknown, 6 port manifold; lot #unknown. One used. List #unknown, extension tubing; lot #unknown. One used. List #unknown, microclave; lot #unknown. Three used. List #unknown, extension tubing with blue clamp; lot #unknown. One used. List #unknown, 20 ml bd syringe; lot #unknown. One used. List #unknown, 30 ml bd syringe; lot #unknown. One used. List #unknown, 50 ml bd syringe; lot #unknown. A leak was confirmed on the six port nanoclave manifold at the bond connecting between the male luer at the distal end of the nanoclave manifold and the female luer of the short tube extension. The probable cause is inadequate bond insertion depth during manual bonding. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.